Manufacturer narrative:
(B)(4). Multiple requests, using various methods, have been made to the injecting healthcare professional to confirm the patient reported event and obtain additional information regarding the type of juvederm product used and the lot number of said product. No additional information has been received at this time. Device labeling: contraindications - juvederm ultra xc is contraindicated for patients with severe allergise manifested by a history of anaphylaxis or history of presence of multiple severe allergies. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Patient reported after injection with juvederm the patient experienced "red skin and heat from cheek to chest area". Benadryl and claritin have been provided but symptoms are still present.